Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. Foley connected to device. It was currently reading 36.2c. The esophageal probe to the bedside reads 36.3c. Confirmed they did not irrigate the bladder or take any similar actions that would alter patient temperature. Suggested replacing the temperature in cable. If the alarm continued, they replace the foley. Serial number (B)(6) for the arctic sun device is included for reference purposes only. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting patient temperature erratic alarms that was alarm 15 (unable to obtain a stable patient temperature) in an arctic sun device. Foley connected to device. It was currently reading 36.2c. The esophageal probe to the bedside reads 36.3c. Confirmed they did not irrigate the bladder or take any similar actions that would alter patient temperature. Suggested replacing the temperature in cable. If the alarm continued, they replace the foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were getting patient temperature erratic alarms that was alarm 15 (unable to obtain a stable patient temperature) in an arctic sun device. Foley connected to device. It was currently reading 36.2 c. The esophageal probe to the bedside reads 36.3 c. Confirmed they did not irrigate the bladder or take any similar actions that would alter patient temperature. Suggested replacing the temperature in cable. If the alarm continued, they replace the foley.